Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely via merlin.net. Review of the transmission revealed false tachycardia episodes; the implantable cardiac monitor was post-sensed t-wave oversensing. Programming changes were discussed but were not implemented. There were no patient consequences.